Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7229469. Medical device expiration date: 2021-07-31. Device manufacture date: 2017-08-17. Medical device lot #: 7234481. Medical device expiration date: 2021-07-31. Device manufacture date: 2017-08-22. Medical device lot #: 7228256. Medical device expiration date: 2021-07-31. Device manufacture date: 2017-08-16. Medical device lot #: 7212352. Medical device expiration date: 2021-07-31. Device manufacture date: 2017-07-31. The customer's address is unknown. (B)(6) USA has been used as a default. PMA/510(k)#: k011369, k122558. (B)(4). Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for a can¿t activate safety device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), and were manufactured and released according to applicable procedures and specifications. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: this event has been logged in our complaint system and will be subject to our periodic management review and may trigger additional internal actions in case of abnormal trending.

Event description:
It was reported that ultrasafe x50 png clear pfe puurs safety guard was unable to be activated. This occurred on 3 occasions after use. The following information was provided by the initial reporter: 2 bent needles and one syringe, needle remained in the patient arm and did not retract post injection.